Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on (B)(6) 2019 stating pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), yielded high concern bacterium(positive cocci - acinetobacter radioresistens) after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 yielded a total of 68cfu (colony forming units) comprised of the following 11 isolates: positive cocci - acinetobacter radioresistens, positive cocci - staphylococcus petrasii, positive coccobacilli - corynebacterium aurimucosum, positive cocci - micrococcus luteus, positive cocci - staphylococcus epidermidis, positive coccobacilli - microbacterium oleovorans, positive rods - corynebacterium tuberculostearicum, positive cocci - staphylococcus epidermidis, positive rods - bacillus simplex, positive rods - terribacillus goraiensis/ t. Saccharophilum, positive cocci - micrococcus luteus. Study number: 1221800. On (B)(6) 2019, a device history record(DHR) review was performed under ivai-19-100004, the DHR review confirmed the endoscope was manufactured on 18-jul-2018 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 18-jul-2018. The loaner duodenoscope was received by pentax medical for evaluation on 11-oct-2019. The duodenoscope was inspected by pentax medical service on 16-oct-2019 and the following inspection findings were documented: distal tip annual maintenance, distal cap - fixed type passed epoxy seal integrity inspection, passed wet leak test, customer complaint not stated, passed dry leak test, operation channel- primary mild resistance. The duodenoscope underwent repairs including the following components: o-ring(0.5x1.3), distal case/cap, deflector body link. The video duodenoscope is currently awaiting qc final approval and organic resampling as of 22-oct-2019. Pentax model ed-3490tk, serial number (B)(4) has been routinely serviced at pentax facility since the device was put into service on 01-nov-2018.